Event description:
The patient "went into coma" which resulted in hospitalization on an unspecified date. The patient "was ventilated and performed hemodialysis." The reason for those treatments was not reported. It was noted "in the further course, he experienced pneumonia," on an unspecified date. On (B)(6) 2013 he was transferred to intensive care unit, and "in the meantime his condition improved," it was unclear what was meant by this. The physician "suspected rebound effect, but could not exclude alcohol consumption." It was also noted the information on a dose of lioresal was "ambiguous, because from one side the physician received information that a dose was significantly reduced but at the same time the patient stated that it was planned to increase the dose." Action taken with the pump was not reported. The event was considered serious, outcome of event was reported as "condition improving." Event causality was not reported. The device system was used to infuse lioresal.

Manufacturer narrative:
(B)(4).